Event description:
A nurse reported that during surgery, a system message was displayed. This precipitated the conversion of the case to an extracapsular cataract extraction. The case was completed after a delay of 15-20 minutes and no harm to the pt was reported.

Manufacturer narrative:
The company rep examined the system and replaced the fluidics module. Preventive maintenance was performed. The system was then tested and met product specifications. Root cause has not been determined. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).